Event description:
It was reported that the unit was having brake issues, possibly indicating that the brakes were difficult to engage/disengage. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported. The user facility did not provide the model or serial number at this time and the device is still pending evaluation.

Event description:
It was originally reported that the unit was having brake issues. After further investigation, it was found that the unit was not a stryker product.

Manufacturer narrative:
This is a non-stryker product and we are not responsible for reporting.